Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unk. Approx 3 weeks later the pt presented with a cold leg and it was reported that thrombosis was found to have formed within the stent graft. It was also reported that there was a small kink in the stent present likely due to lack of angioplasty after graft deployment. The thrombus was successfully cleared out with the use of a fogarty catheter and angioplasty was performed. No additional clinical sequeale were reported and the pt was discharged.